Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, sv, 4.1, 11.5, mtx, mg (tsvt4b11) device and packaging were not returned. Therefore, visual evaluation of the product and packaging could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Device history record (DHR) review was completed for the subject lot number 1223228. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223228) for similar event using keyword incorrect component quantity and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable without the product/packaging return.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.

Event description:
Territory manager was informed by the doctor that when trying to open one implant box, it was empty.